Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and could not be recovered, as reported by the registered nurse. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed there were no issues with the station and identified that the registered nurse (rn) did not have the appropriate access rights to perform the recovery. The pharmacy team resolved the issue successfully. The system functioned as intended after the field service engineer investigated the device.